Event description:
Event verbatim [preferred term] has had no problem except for a month ago had leaked [device leakage] , . Case narrative:this is a spontaneous report from contactable consumer. This consumer reported similar event for two patients. This is the second of two reports. A patient of unknown age and gender started to receive thermacare heatwrap (thermacare lower back & hip) lot number: ad3848, expiry date: oct2021 from unknown date for unknown indication. Medical history and concomitant medications were not reported. Consumer stated that she went to (pharmacy) to return thermacare that was the wrong size. Did not have l or xl so they called another one and they had five but were being recalled. Asked if they could open up one of them. Has had no problem except for a month ago had leaked and sent it back to pfizer (courier service company). Consumer further stated that she sent a 'courier' mailer with a defective thermacare back wrap back in apr. No responses and had to return defective thermacare wraps which were recalled. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Follow-up ((B)(6) 2019): this is a follow up report from a contactable consumer includes product complaint details and patient gender updated. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the available information, the patient reported "has had no problem except for a month ago had leaked". No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn., comment: based on the available information, the patient reported "has had no problem except for a month ago had leaked". No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn.

Event description:
Has had no problem except for a month ago had leaked [device leakage]. Case description: this case has been considered invalid since the case is duplicate case. This is a spontaneous report from contactable consumer. This consumer reported similar event for two patients. This is the second of two reports. A patient of unknown age and gender started to receive thermacare heatwrap (thermacare lower back & hip) lot number: ad3848, expiry date: oct2021 from unknown date for unknown indication. Medical history and concomitant medications were not reported. Consumer stated that she went to (pharmacy) to return thermacare that was the wrong size. Did not have l or xl so they called another one and they had five but were being recalled. Asked if they could open up one of them. Has had no problem except for a month ago had leaked and sent it back to pfizer (courier service company). Consumer further stated that she sent a 'courier' mailer with a defective thermacare back wrap back in apr. No responses and had to return defective thermacare wraps which were recalled. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Follow-up (10jun2019): this is a follow up report from a contactable consumer includes product complaint details and patient gender updated. Follow-up attempts are completed. No further information is expected. Follow-up (12aug2019): this is a follow-up report combining information from duplicate reports (B)(4) and (B)(4). The current and all subsequent information will be reported under manufacturer report number (B)(4). This case is processed as other-duplicate. No follow-up attempts are needed. No further information is expected.

Event description:
Event verbatim (preferred term) has had no problem except for a month ago had leaked (device leakage). Case narrative:this is a spontaneous report from contactable consumer. This female consumer of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) lot number: ad3848, expiry date: oct2021 from unknown date for unknown indication. Medical history and concomitant medications were not reported. Consumer stated that she went to (pharmacy) to return thermacare that was the wrong size. Did not have l or xl so they called another one and they had five but were being recalled. Asked if they could open up one of them. Has had no problem except for a month ago had leaked and sent it back to pfizer (courier service company). The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the available information, the patient reported "has had no problem except for a month ago had leaked". No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn., comment: based on the available information, the patient reported "has had no problem except for a month ago had leaked". No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn.